Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection with purulent discharge at the pod¿s insertion site while wearing the device between 37 and 48 hours. The patient's blood glucose rose to 17 mmol/l (306 mg/dl). The patient called the doctor and was prescribed flucloxacillin for treatment (7 days; 1 pill x 4 times a day).